Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. This occurred while a nurse was training with a dummy tummy. The nurse indicated that an issue occurred with the dummy tummy. There was no patient involvement, as a dummy tummy was being used. No additional information is available.